Manufacturer narrative:
(B)(4).

Event description:
The patient reported that the remote was turning on but the patient was not feeling any stimulation. The patient planned to call back during patient services hours. Indications for use were noted as : gastrointestinal/pelvic floor . No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.